Manufacturer narrative:
(B)(4). The returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 314.9 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured approximately 2 mm and appeared degraded. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. There was no light from the sma connector, indicating a fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed there was no light from the sma connector, indicating a fracture within the fiber connector, likely leading to the reported failure to fire. Additionally, the exposed glass tip had normal degradation. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to two of two devices used during the same procedure. It was reported to boston scientific corporation on january 4, 2021 that a flexiva 200 laser fiber was used in a right ureteroscopy with laser lithotripsy procedure in the right renal pelvis performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis p30 watt laser console with the laser settings of 0.8 joules and 20 hertz.. During the procedure, the laser fiber would not fire. The staff unscrewed and reattached the first laser fiber and it still would not fire. The blast shield was checked and it did not appear to be discolored. Another of the same device was opened and the same issue occurred. The blast shield was re-examined and ultimately replaced and the same issue occurred. The first device was reconnected with the new blast shield and it still would not fire. The procedure was completed with a flexiva 365 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.